Manufacturer narrative:
Other, other text: device evaluation: one cadd solis hpc a pump was returned for investigation in used condition. The pump was contaminated with fluid. A review of the event history log evidenced the following: (B)(6) 2021 11:53:16 am high alarm cleared: downstream occlusion. The customer reported product problem (occlusion pressure out of specification) was confirmed during functional testing. The pump was found to be contaminated. There was fluid ingressions by the chassis base of the downstream occlusion (dso) sensor. This was causing the reported pressure issue. The problem was attributed to the user. A user interface issue was therefore established as the root cause. The dso sensor was replaced to correct the reported problem.

Event description:
It was reported that the occlusion pressure on the cadd solis hpc a pump was outside of specifications. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Corrected data: customer email address was updated.